Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 600-700 mg/dl and manual insulin injections were administered to address bg. Customer went to the emergency room and was admitted to the hospital. Customer was treated with intravenous fluids and insulin injections. Elevated bg was resolved. Customer was discharged on (B)(6) 2019 with no permanent damage. Customer was not sure what caused the event and related it to a sensor issue. However, customer did not provide further clarification as to how the sensor issue was connected to the elevated bg. Customer and healthcare provider checked the pump and found no issues with the pump or supplies. Customer resumed pump therapy and alleges no issue with the pump or supplies.